Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident. The customer was treated with shots and syringe for high blood glucose level. Customer declined to troubleshoot for high blood glucose value. Customer stated that they was not in auto mode it was in manual mode. The insulin pump will not be returned for analysis.